Event description:
Promus element (B)(6) pmss clinical study. Same case as MDR ID #: 2134265-2013-08909. It was reported that myocardial infarction (mi), stent thrombosis and chest pain occurred. On (B)(6) 2013, patient presented with st elevation myocardial infarction with chest pain. Stent thrombosis was noted in the implanted 2.25x20mm promus element plus stent located in the mid left anterior descending artery (lad). The physician treated the lesion with another 2.25 promus element plus stent placed overlapping the previously deployed stent. The event was considered disappeared and the patient was discharged. On (B)(6) 2013, patient presented with st elevation myocardial infarction with chest pain and thrombosis was confirmed in the proximal lad. The physician performed aspiration of thrombus. The event was considered disappeared. On (B)(6) 2013, the patient visited the hospital for the 6-month follow-up.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).